Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin was programmed with several boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The insulin pump calculated the additional bolus deliveries and were verified in the daily total screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No delivery anomaly, basal anomaly or bolus anomaly noted. The insulin pump had minor scratched display window, broken reservoir tube lip, a missing reservoir tube o-ring, cracked reservoir tube and cracked battery tube threads.

Event description:
It was reported via phone call that the customer is having issues with reservoir. Customer advised the plastic on reservoir chamber is cracked, broken off and hasn't been dropped, just coming apart. Customer stated the black o-ring was dangling on the tubing. The customer's blood glucose was over 300mg/dl. Customer stated the top of reservoir is breaking away in pieces. Advised customer to discontinue the use of the insulin pump and revert back up plan. Customer also mentions he has encountered low blood glucose. His blood glucose has ranged between 31-300 mg/dl. Customer stated he treated for low blood glucose. Customer declined troubleshooting for low/high blood glucose and delivery anomaly. Advised customer to call back if issue persist.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.